Event description:
N/a.

Manufacturer narrative:
Additional information: a2, e1 (event site email, event site telephone, initial reporter).

Event description:
It was reported that during reintervention with a cook zbis for treatment of a type 1b endoleak from a prior terumo graft, an icast stent was delivered through high flex ansel sheath positioned in the left hypogastric branch of the cook zbis. The icast stent did not make the bifurcation turn and was therefore removed. Two vbx stents were placed without difficulty. There was no harm or adverse event reported.

Manufacturer narrative:
Due to character restrictions in following field: d10: concomitant products: cook zbis, terumo graft, high flex ansel sheath e1: event site address line: (B)(6). A supplemental report will be submitted upon completion of our investigation.